Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged lung disease. In addition, the patient also reported dizziness, headache; nausea and vomiting. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged lung disease. In addition, the patient also reported dizziness, headache; nausea and vomiting. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and upon initial visual inspection of the suspect trilogy 100 ventilator, tech observed the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings as it was received at pil, and the suspect unit operated without issue or alarms. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Regarding any further testing or investigation of the unit; due to the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation, the pil was unable to perform full testing.